Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the prongs on the tip of a zyston inserter broke off while installing a cage intra-operatively. The prongs were recovered with a short delay, but without patient impacts.

Manufacturer narrative:
Device evaluation: visual inspection revealed the prongs have fractured off of part number 14-534900. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the prongs on the tip of a zyston inserter broke off while installing a cage intra-operatively. The prongs were recovered with a short delay, but without patient impacts.